Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
We observed the presence of urine around and outside the patient. That was observed 8 days after catheterization. As the the liquid in the balloon was also tinted we think that the balloon was leaking. It happened with several catheters from this lot#. Additional information: there was no serious consequence reported. Patient discomfort with presence of urine leaks. The balloon was inflated with a 10cc syringe.

Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no actual sample return for investigation only photo available. In the absence of actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
We observed the presence of urine around and outside the patient. That was observed 8 days after catheterization. As the liquid in the balloon was also tinted we think that the balloon was leaking. It happened with several catheters from this lot #. Additional information: there was no serious consequence reported. Patient discomfort with presence of urine leaks. The balloon was inflated with a 10cc syringe.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
We observed the presence of urine around and outside the patient. That was observed 8 days after catheterization. As the liquid in the balloon was also tinted we think that the balloon was leaking. It happened with several catheters from this lot#. Additional information: there was no serious consequence reported. Patient discomfort with presence of urine leaks. The balloon was inflated with a 10cc syringe.